Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009, 7122 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2019; 5867-3m adaptor, implanted: (B)(6) 2019; 305c23 tissue valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system and defibrillation lead were explanted due to an infection. No further patient complications have been reported as a result of this event.